Event description:
Patient reported right side "anaplastic large cell lymphoma"; "capsule biopsies on the right side have shown features that may be consistent with alcl", "the tumor is seen in the inner surface of the capsule". The biomarkers of cd30 positive and alk negative have been provided through pathology and confirmed. The device has been explanted with a total en bloc capsulectomy.

Manufacturer narrative:
Additional, corrected and/or changed data: b3, b.5, b.6, b.7, h.6. The events of "lymphoma-alcl and breast mass" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported right side "anaplastic large cell lymphoma"; "capsule biopsies on the right side have shown features that may be consistent with alcl". The biomarkers of cd30 positive and alk negative have not been reported or confirmed. The device has been explanted with a total en bloc capsulectomy.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side "anaplastic large cell lymphoma"; "capsule biopsies on the right side have shown features that may be consistent with alcl". The biomarkers of cd30 positive and alk negative have not been reported or confirmed. The device has been explanted with a total en bloc capsulectomy.